Event description:
Rn administered insulin to a pt. In attempting to engage protective sheath, the sheath came off the end of the syringe and the needle pierced the skin of the rn's hand. This was the first incident of this kind noted with this device. Rptr concerned about future use.